Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were sick and were hospitalized on (B)(6) 2019 due to hyperglycemia. The customer's blood glucose level was 575 mg/dl at the time of hospitalization and was treated with insulin drip and the insulin pump. The customer completed a computed tomography scan and the doctor did not have them remove the insulin pump. The customer was unable to complete carelink upload. The customer reported that the drive support cap was normal or slightly indented. The insulin pump passed the self-test and the displacement test. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.